Event description:
The disposable loading unit was used with an auto suture multifire endo gia 30 disposable instrument during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the unit did not cut. The surgeon used another cartridge to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.